Manufacturer narrative:
The catheter has been evaluated. A larger amount of blood was found inside the catheter's lumen which likely inhibited balloon visualization. (B)(4).

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. Reference (B)(4).

Event description:
Embolization treatment of a basilar top aneurysm. It was reported after deployed two coils; the balloon was inflated and could not be visualized. A digital subtraction angiography (dsa) was performed and showed there was no flow in the basilar. The balloon was deflated and removed from the patient. It was reported the patient expired post coiling procedure and the cause of death was unknown.